Event description:
Information received from the patient reported that they had pain at the implantable neurostimulator (ins) site since (B)(6) 2016. The pain started suddenly and was waking them up in the middle night. The patient stated that they went to their healthcare professional (hcp) on (B)(6) 2016 and the ins felt like it was trying to push up and through the skin. It was hard to lay, stand, or sit. The hcp did an x-ray that showed the leads were still in place and "everything looked great". The hcp also told them that the ins had a life span of 5 years and that it needed to be replaced. Follow up information received from the healthcare professional (hcp) reported that the patient was scheduled for a revision. The cause of the pain at the ins site was not determined and the pain issue was not resolved at the time of report. The indication for use for the implanted device was noted as failed back surgery syndrome. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.